Event description:
The subject device (high flow insufflation unit) is an olympus loaner asset that was returned for alarm indication light being broken. No procedure was involved, or report of patient harm associated with this event. During incoming inspection, the excessive pressure indicator light did not light up due to faulty front panel. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to evaluation in b5, the damper was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, excessive pressure indicator occurred due to front panel failure. Root cause could not be identified. Olympus will continue to monitor field performance for this device.